Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection found the device to be in good physical condition, however the red portion of the ball appeared to be off center. O2 indicator did not change from red to white upon connecting to 60 psi oxygen. This confirms the reported customer complaint. The o2 indicator was then replaced and device passed all functional tests. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received indicating that the gas supply indicator to a smiths medical pneupac¿ parapac plus was not switching from o2 to red. There were no reported adverse effects.